Event description:
Patient reported "one of my implants is rupture" ,"have a lot of pain", "gel is going out". Later healthcare professional reported "rupture of breast implant", "presents pain that radiates to the left axillary hollow; the pain is incapacitating". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, d6b, h.6.

Event description:
Patient reported "one of my implants is rupture" ,"have a lot of pain", "gel is going out". This record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.